Event description:
A zoll distributor returned monitor sn (B)(4) to report that it was unable to run detect and treat testing.

Manufacturer narrative:
Device eval of monitor sn (B)(4) was completed. The reported problem (cannot run detect and treat) was confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r45 resistor on the monitor c/a board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective resistor.